Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
When the glp track end was powered on, a small amount of smoke was observed emanating from near the segment controller. The power was disconnected, and power supply was checked. This occurred during the installation of the junction box assembly due to miswiring inside the junction box, where neutral (n) & l1 were crossed from the factory. White smoke was seen coming out of the junction box assembly. There was no injury to the ambassador or customer. No impact to patient management was reported.

Event description:
When the glp track end was powered on, a small amount of smoke was observed emanating from near the segment controller. The power was disconnected, and power supply was checked. This occurred during the installation of the junction box assembly due to miswiring inside the junction box, where neutral (n) & l1 were crossed from the factory. White smoke was seen coming out of the junction box assembly. There was no injury to the ambassador or customer. No impact to patient management was reported.

Manufacturer narrative:
Additional information section d10 - concomitant productduring installation of the glp track, serial (B)(6), a power issue was identified from the junction box assembly. The field service representative (fsr) noted that when the track was supplied with power, smoke was observed from around the segment controller. Power was immediately disconnected and the power supply was checked by the fsr. Further investigation within the junction box assembly found that the neutral (n) and l1 cables were crossed. A new junction box assembly was received, inspected and installed. All other modules and track components were powered on with no issues and the glp track communication and function was verified.a review of complaints did not identify any additional complaints or trends related to the glp junction box assembly. This is the sole complaint related to this issue.the abbott automation solutions (aas) technical group performed an investigation based on the complaint information. Observation of the connection diagram for the junction box assembly identified that the harness cable connections have a clear label showing where each cable is supposed to be connected. The affected junction box assembly identified this connection was not received correctly (neutral (n) and l1 cables were crossed), which caused the visible smoke during installation. Further investigation into the issue identified that the unit was incorrectly wired during manufacturing.all units manufactured prior to april 28, 2026 were identified as potentially affected. A worldwide quality hold was initiated to prevent further distribution of potentially defective devices. Devices at the supplier were quarantined, inspected and confirmed they meet specifications. In addition, a technical service bulletin was issued for abbott field personnel which provided instructions on inspection and replacement of the units already shipped to customer sites, to prevent installation of defective products already distributed.the root cause was identified as human error during wiring by the supplier. ¿corrective actions¿were implemented to prevent recurrence of the identified failure mode.¿the hazardous situation is limited to installation activities performed by trained field service personnel.